Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit is broken, stripes occur, image is not displayed and dielectric strength is inadequate. A definite root cause could not be identified. Based on the results of the investigation, it is likely that the r-unit was broken and stripes occurred in the image due to which the image flickered and eventually, the image was not displayed. Additionally, due to damage in the outer tube, the dielectric strength was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited flickering image. There were no reports of patient harm.